Manufacturer narrative:
The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The product was sold on (B)(6) 2016. The investigation was performed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacture for investigation. However, the service evaluation identified the generator board as the cause of the reported error. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (obl) was informed that a customer high frequency electro-surgical generator was returned to the local repair center for a reported "equipment stopped working" during an unspecified event. During inspection and testing, the service technician confirmed the reported issue as the generator had a e433 error which was found due to a faulty generator board. No patient injury or harm was reported to olympus.